Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter falling out without being pulled or tugged. Nurses confirmed, the balloon was inflated with manufactures recommendation of 10cc sterile water at insertion, however after few days the balloon completely deflated and the foley catheter fell out and resident reported foley catheter was leaking few days post insertion and needed to be changed. The nurses reported less than 5cc was pulled back in the syringe. When the balloon was intentionally deflated for discontinuation of the catheter, the balloon collapsed as a ring which caused trauma in the urethra, difficulty removing and bleeding and most recent occurrence (B)(6) 2024. The batch in question was foley (303416a). A test was conducted, and noted the balloon did deflate without manipulation within 7-10days. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, wire pressing technique, stripping technique etc. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter falling out without being pulled or tugged. Nurses confirmed, the balloon was inflated with manufactures recommendation of 10cc sterile water at insertion, however after few days the balloon completely deflated and the foley catheter fell out and resident reported foley catheter was leaking few days post insertion and needed to be changed. The nurses reported less than 5cc was pulled back in the syringe. When the balloon was intentionally deflated for discontinuation of the catheter the balloon collapsed as a ring which caused trauma in the urethra, difficulty removing and bleeding and most recent occurrence 25mar2024. The batch in question is foley (303416a) . A test was conducted, and noted the balloon did deflate without manipulation within 7-10days. It was unknown what medical intervention was provided.